Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. There was an air detected in cassette warning during the final fill. The patient stopped treatment and fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Upon follow up, the patient verified the fluid leak event. The patient reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient got a new cycler. The patient was able to do manual treatments in the absence of a cycler. The patient is using the new cycler without any further issues. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Patient sensor calibration check passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. There was an air detected in cassette warning during the final fill. The patient stopped treatment and fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Upon follow up, the patient verified the fluid leak event.the patient reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient got a new cycler. The patient was able to do manual treatments in the absence of a cycler. The patient is using the new cycler without any further issues. The cycler is available to return.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. There was an air detected in cassette warning during the final fill. The patient stopped treatment and fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Upon follow up, the patient verified the fluid leak event. The patient reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient got a new cycler. The patient was able to do manual treatments in the absence of a cycler. The patient is using the new cycler without any further issues. The cycler is available to return.